Event description:
It was reported that the 4068 lead had "failed" and was replaced. Also noted was that there was a 5076 lead "wasted" and not used. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event. It was further reported that the 4068 lead was replaced due to declining impedance. No patient complications have been reported as a result of this event.

Event description:
It was reported that the 4068 lead had "failed" and was replaced. Also noted was that there was a 5076 lead "wasted" and not used. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.